Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform sn (B)(6) displayed the user advisory (ua) 17 (max motor on-time exceeded during active operation) error message. Per the reporter, the battery voltage was not low and there was no lifeband installed when the device displayed the error. No patient involvement.